Event description:
Patient reported right side "pain and stinging ". Healthcare professional later reported right capsular contracture baker grade ii and "seroma (10-20 ml)". The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late. Device photo analysis: visual analysis of the photographs identified: pain: unable to observe as it is a medical event that is not related to the device. Seroma-late: unable to observe as it is a medical event that is not related to the device. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Additional observation: deformation observed. It is not possible to determine the lot number or catalog through the photos provided. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, d.9., h.3., h.6. Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ seroma-late: unable to observe since it is not related to the device. ¿ pain: unable to observe since it is not related to the device. Additional observations: ¿ crease fold, deformation device and wear abrasion observed on the device.

Event description:
Patient reported right side "pain and stinging ". Healthcare professional later reported right capsular contracture baker grade ii and "seroma (10-20 ml)". The device has been explanted and replaced with a non-allergan device.